Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was in the pool briefly with the pump on. The pump subsequently stopped all insulin delivery. There was no impact to the customer's blood glucose level.